Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and no product was returned. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. No notable events or alarms were captured. The pump appeared to function as intended, with pump speed remaining above the low speed limit throughout the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with threatened pump thrombosis. The log file data did not contain any attributes which would lead to suspect the presence of thrombus within the motor chamber. However, that did not mean thrombus was not present in the circulatory loop. There were no notable alarm conditions or parameter changes in the log file.